Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted multiple breakfast boluses totaling about 20 units, resulting in insulin over-delivery and hypoglycemia with a reported value of 64 mg/dl while using the ilet pump. The event involved use-of-device issues related to meal announcements with accidental multiple entries, and no specific device component issue was identified. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for unexpected medication intervention consisting of oral fast-acting carbohydrates, including glucose tablets and juice. Investigation included communication with the user and family, and analysis of information provided by the user. Investigation of this case revealed no device problem and indicated a use-of-device problem with cause traced to user behavior regarding multiple bolus attempts. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.